Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 463 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had a no delivery alarm in their alarm history. Customer also reported their insulin pump's screen was cracked. It was also found the insulin pump failed the displacement test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. No motor errors alarms noted. Unit received with cracked case on display window corners and cracked reservoir tube lip. Motor was tested outside the device and passed.